Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. The endoscope was analyzed and found to be missing the distal window completely, resulting in fluid invasion and subsequent major damage to the optical components. Fragments of adhesive from the distal window were observed to be missing.

Event description:
It was reported that during central processing that, the endoscope had a fogging issue and was missing lens. Intuitive surgical, inc. (Isi) followed-up and obtained the following additional information about the complaint: the issue was discovered during central processing, but the endoscope was not damaged during central processing.